Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube was cut by the customer. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When activating the electrode, the output shorted warning was displayed. The device will be sent to the manufacturer for further "analysis". Manufacturer analysis result for vapr s90 4.0mm w/integr hdp -ea: device received in outer box only, no blister. The distal tip is in a used condition and charred section can be seen at proximal end. Handle assembly condition is good, however suction tube has been cut, cable and plug assembly condition is good. Electrical checks: the device failed the active hipot return parameter. Functional checks: the device failed the activation, ablate and coagulation (default settings). The customer reported output short during use. Visual inspection found that the plastic manifold was damaged mostly probably by a 'shorting' event at the distal tip of device. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. Rationale: evaluated by atl UK team failing the hipot test from the electrical tests and failing ablate and coag activations in of the functional checks. The damage present in the manifold is constant with damages previous seen in "shorting" events attributable to an ineffective isolation of the active a return due to an incomplete adhesive seal in the area of the distal tip. These events have been previously investigated through CAPA in devices with the same design. This failure mode has been reviewed against document (systems risk assessment matrix) in which has been recorded as "internal arcing of instrument". For this failure mode the indicated hazardous situations are "insufficient rf energy - incorrect tissue effect", the ra grid number, the severity has been classified as minor and the risk level categorized as alra (as low as reasonably achievable). The currently level is "probable" (<1c3 and 21$4). A DHR review has been performed for the complaint device lot number u2302098; no issues (ncrs or deviations) with the manufacturing process have been indicated. This product issue is already being addressed by depuy quality system. Further investigation and assessment are covered under the CAPA in our quality system. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. UDI: (B)(4).

Event description:
It was reported by the healthcare professional in china that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the output on the vapr s 90 electrode 40 mm 90 degrees suction with integrated handpiece device shorted when the blade was opened. Changed to another one to continue the surgery, the same problem happened again. During in-house engineering evaluation, it was determined that the device created sparks/arcs. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.